Manufacturer narrative:
During device evaluation, it was noted that the collet was broken, which can cause or contribute to the reported event. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during a surgical procedure at the user facility, a bur disengaged from the device while in use. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.